Event description:
It was reported by the patient¿s mother that the implantable cardioverter defibrillator (ICD) was emitting magnet tone when the patient¿s family member held an electronic cigarette over the device and also when leaning over a cash register. A device check was completed and no changes have been made. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).